Event description:
It was reported that the unit was sent for maintenance, but unknown repair was needed. There was no patient involvement. During device evaluation it was discovered that the motor speeds were unstable and the width plates were damaged. Due diligence is complete; no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the swivel was corroded, the reciprocating arm and screws were worn, and the width plates were damaged. The motor, sleeve, reciprocating arm, screws, and swivel were replaced to resolve the reported issue. The width plates were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom